Manufacturer narrative:
Retainer ring: clear. On (B)(6) 2021 the customer reported a scratched screen. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, scratched case. The scratches on the lcd window are severe enough that it does make it difficult for the user to read and navigate the menus. In summary, the customer¿s report of a scratched screen was confirmed during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.